Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the cannulated screw driver bit broke off in the patient during a subtalar fusion procedure while implanting a screw over the 2.5mm k wire. The fragment was located and removed at the time of surgery.